Manufacturer narrative:
Analysis of the AED's log files identified a lack of maintenance with the device that contributed to the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service by continuing to monitor the unit. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as intended. Maintain the defibtech ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. "Follow all battery pack labeling instructions. Do not install battery packs after the expiration date." "Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date." The available information does not indicate that the device did not perform as intended or failed to meet product specifications.

Event description:
The customer reported the battery won't power on the AED, after inserting test battery, battery was ok. The reported event did not occur during patient use.